Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 132 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised motor position encoder error alarm occurs as well as motor error. Customer was able to do the rewind process, but unable to fill the cannula. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the alarm. The insulin pump was received with cracked battery tube threads.